Event description:
Patient reported receiving service error code . Customer care attempted troubleshooting by asking the patient to reboot the system multiple times. Customer care was unable to clear the r-code. The issue was not resolved. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.